Event description:
Healthcare professional reported right side rupture confirmed via MRI and capsular contracture, baker grade iii/IV. The device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade iii/IV.

Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade iii/IV. The device has been explanted.